Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose. Blood glucose reading was 400 mg/dl, treated with manual shots and it drops to 40 mg/dl and current blood glucose level was 165 mg/dl. The customer declined to troubleshooting for high and low blood glucose event. It was unknown that the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.